Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a rise in pacing impedances on both the defibrillation lead and left ventricular (lv) lead. However, the measurements were still within normal ranges. Normal sensing and thresholds were reported. It was later reported that the lv daily impedance measurement was turned off. It was also reported that no noise was seen.

Manufacturer narrative:
Information suggests these products remain in-service. Investigation is completed at this time. Should additional information become available this event will be updated.